Event description:
Customer stated, "on the couch, had comforter under pad, press button and a flash of fire shot out " the customer did not claim any injury. The product was returned for investigation. The product was approx. 6 years and 8 months old when the incident occurred. An investigation was one to look into the customers complaint. The inspector observed that cord had failed. The cord had a small burn surrounding a cut. The inspector concluded that the cord failure was the cause of the flame. The user was wrapping the cord under the switch while in use. This created tension on the cord and caused it to break. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.